Event description:
Continuous renal replacement therapy (crrt) machine was running without complications or signs of issues for the duration of the shift until [time redacted]. A warning message appeared on the screen with a red alarm stopping the blood pump. The message a critical failure and to call the service number. It instructed to remove from the patient or manually hand crank the blood back to the patient first. Staff attempted to hand crank the blood with an unsuccessful attempt. Machine was swapped out for another crrt machine. Registered nurse (rn) restarted new machine to patient and complete their portion of patient care needed for the situation. No harm to the patient . Machine sent to biomed for investigation and maintenance.